Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side "rupture" of a saline device with a "leak near the valve." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a flat crease and partial delamination of the valve. A leak test and microscopic analysis were performed which identified partial delamination of the valve. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is partial delamination of the valve due to adhesive failure. The reason for reoperation was reported as deflation.

Event description:
Healthcare professional reported a right side "rupture" of a saline device with a "leak near the valve." Device has been explanted.